Event description:
Customer called to report that the unicel dxc 800 synchron system generated falsely low sodium results for five patient samples. The results were reported out of the laboratory; however, when the issue was noticed, the laboratory recalibrated the system and reran the samples on second a dxc instrument, the results of which were higher upon repeat. The reports were amended to reflect the repeat results. There was no death, injury or change to patient treatment attributed to or associated with this complaint. The field service engineer (fse) inspected the instrument and cleaned the flowcell. The fse also replaced the carbon dioxide electrode membrane, chloride electrode tip, tubing and carbon bridge. The fse then verified proper instrument performance to ensure that the services performed effectively resolved the instrument issue. Customer has not called back to report any further issues relating to this event.

Manufacturer narrative:
(B)(4).